Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 - 50 mg/dl. Cause was not known. The customer required assistance and was given carbohydrates to consume to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.